Event description:
It was reported that upon interrogation, this device exhibited a safety mode operation. Technical services was contacted and confirmed the anomaly with the recommendation for explant. It is unknown at this time why the device entered safety mode; however, the device has since been explanted and replaced and later returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that upon interrogation, this device exhibited a safety mode operation. Technical services was contacted and confirmed the anomaly with the recommendation for explant. It is unknown at this time why the device entered safety mode; however, the device has since been explanted and replaced and is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.